Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she was unable to find the tampon string during removal. The tampon was manually removed without the need for medical assistance. After removal, the consumer noted that the string was attached to the tampon. No consequences reported.